Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that the stimulator just caused patient pain from day one. It was noted the patient had severe left leg pain and severe muscle spasms, lower back pain. Now patient still had muscle spasms. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had their ins removed because it was causing them more pain. No device issues were reported. No further complications were reported/anticipated.